Event description:
On (B)(6)2014, the distributor contacted animas, alleging that the ¿ok¿, ¿up¿ and ¿down¿ buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. All the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. The bolus button cover was found to be damaged with no tactile issue observed. Unrelated to the button issues, the display was dim and discolored. Resetting the contrast to maximum setting showed little improvement to the display's readability.